Event description:
Bubbles are appearing in the transducer line when the system is flushed.

Manufacturer narrative:
The sample was received on 09/15/2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted.